Event description:
It was reported while using bd smartsite¿ extension set, pressure rated smallbore needle-free connector flow occlusion occurred. The following was received from the initial reporter: flow occlusion when connected with llad.

Manufacturer narrative:
H6: investigation summary: two 20039e samples were received for investigation; one sample was received in opened packaging from lot 22065466, with residual fluid in the line, whilst the second sample was received without packaging but appeared to be unused. The feedback provided by the customer suggests a complete occlusion was detected during use of the extension set in connection with a llad device. A visual inspection of the returned samples did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in each instance, the piston of the smartsite opened and no occlusions or flow restrictions were detected. The smartsite extension set was then connection to a bd vacutainer device from stock; again no occlusions or flow restrictions were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22065466 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience.

Manufacturer narrative:
E.1. Initial reporter phone #:(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ extension set, pressure rated smallbore needle-free connector flow occlusion occurred. The following was recieved from the initial reporter: flow occlusion when connected with llad.